Manufacturer narrative:
Reporter is sales consultant. Investigation summary: the device was sent to the supplier for evaluation. The work order and service estimate shows: the distal tip, optics and window were damaged. The device was bent and the image was cloudy/foggy. The work order indicates that the device was scratched. To repair the device the objective and the objective window were replaced. The root cause of this failure is the damage to the device. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder repair procedure the arthroscope had a scratch on the lens. The sales rep did not know how the lens was scratched. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. This is report 1 of 1 for (B)(4).